Event description:
It was reported, the patient was feeling pain and a shocking sensation at the ipg site whether the scs system was turned on or off. The patient was advised to meet with her physician regarding the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.